Event description:
Customer reported that she had unexplained high blood glucose and dka. Customer went to the emergency room and was hospitalized four times. Customer's blood glucose reading at the time of the emergency room visit first time in (B)(6) 2013 was unknown. Second hospitalization was on (B)(6) 2013 with blood glucose of 928 mg/dl, dka, kidney failed, and heart attack. Third hospitalization was on (B)(6) 2013 with high blood glucose and dka. Fourth hospitalization was in (B)(6) 2013 with blood glucose of over 500 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.